Event description:
It was reported by the patient¿s caregiver on (B)(6) 2015 that the patient was hospitalized due to an increase in seizures and needed a brain MRI. The patient needed to have the device disabled for the scan, and was referred to an area neurologist to assist. Additional follow up revealed that the patient hospitalization was due to sepsis, organism identified as staphylococcus. The patient¿s physician attributed the increase in seizures to the sepsis. The lead and generator sterilization records were reviewed on (B)(4) 2014 and all specifications were met, indicating that the products were sterile prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.